Manufacturer narrative:
The user mentioned that the blood glucose (bg) values were higher when compared to sensor glucose (sg) readings. The issue was escalated to next level support and the customer was asked to perform a sensor re-link based on the recommendation from engineering team. After performing re-link, the system began showing improvement with better agreement in bg and sg values. The customer did not report any further issues. This incident does not require any further investigation.

Event description:
On 29 april 2025, senseonics was made aware of an incident where the patient complained of discrepancies between sensor readings and blood glucose readings. The sensor was inserted on (B)(6) 2025. The patient provided the below set of examples for review. Date time sg value bg value a. On (B)(6) 2025 between 11:30 am and 12 pm cgm: 100-120 mg/dl // bgm: over 200 mg/dl. B. On (B)(6) 2025 between 11:30 am and 12 pm cgm: 100-120 mg/dl // bgm: over 200 mg/dl. C. On (B)(6) 2025 at 3:29 am cgm: 141 mg/dl // bgm: 235 mg/dl. D. On (B)(6) 2025 at 5:08 pm cgm: 155 mg/dl // bgm: 246 mg/dl. The incident did not lead to sensor removal or any patient harm.